Event description:
Overdelivery reported. The pump was set to infuse dilaudid 1.0mg/ml, loading dose of 1.0mg, pca dose of 0.2mg with a pt lockout of 9 minutes and a 4 hr limit of 4mg. The nurse reportedly had difficulty inserting the vial into the cradle and had to push hard to seat it properly. She states the pt tubing line was clamped during this time. The loading dose was administered during set-up. The nurse alleges that " the pt never pressed pump, but pump delivered 10-15cc of dilaudid." The pt experienced respiratory arrest and required the administration of narcan and short term intubation/mechanical ventilation. She was extubated approx 3 hrs later and recovered without adverse sequelae.